Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.